Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube separated from the male luer lock adapter of a catheter extension set. This occurred during infusion. The reporter stated that the separation caused the patient¿s blood to flow back and leak out of the set onto the patient and the bed. The exact amount of blood loss is not known; however, the customer clarified that the blood loss was not enough to cause concern. There was no damage noted to the set or packaging before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, a photograph was received and evaluated. Visual inspection of the image was performed and showed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be a manual assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.